Event description:
The patient has passed away. Cause and date of death not reported. No additional information reported or available regarding this event. Pae reported by hcp, who does not consent to follow up. (B)(4).